Event description:
The patient has surgery on (B)(6) 2016 and the device was interrogated the next day for pacemaker mediated tachycardia. On (B)(6) 2016 the patient felt pocket stimulation and was seen in-office on (B)(6) 2016. The device was in fail safe mode with a message to reset/re-initialize the device. This was successfully done and this system remains implanted. It is unclear which part of the system might have caused the stimulation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.